Manufacturer narrative:
(B)(4). Batch # n55f77. The analysis found that one pse60a device was returned with no apparent damage and with an ecr60g partially fired 1/16 cartridge not loaded on the device. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Once the device completed the firing sequence the knife returned home as intended. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during an unknown procedure, during stapling of the bronchus with the powered linear cutter device, the knife was blocked on the cartridge at the end of the stroke. The device was withdrawn and the cartridge was replaced. The device worked properly with the second cartridge. There were no adverse consequences for the patient.